Manufacturer narrative:
The complaint device is not being returned, therefore unavailable for a physical evaluation. In the reported complaint, the second implant was pulled out of the needle and was unable to be implanted. There are a few possibilities that may cause an issue in the deployment or the placement of the second implant. Sometimes it may happen that the trigger is not fully released after the deployment of the first implant. This causes the second implant to not load correctly which results in an error in the deployment of second implant. Also, if the surgeon pulls the needle too far back when repositioning the second implant, it may cause the second implant to be accidently pulled out of the needle. In the reported event, it was noted that the trigger was fully released after the first implant. However, it was reported that the doctor likely pulled too far back from his initial deployment during positioning of the second implant causing the second implant to move forward. Hence, this failure can be attributed to user error. A review of the device history record indicated that this batch of devices were processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed one dissimilar complaint for this lot of devices that were released for distribution. The root cause for that complaint was undetermined. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
The sales rep reported via phone that his true span 12 degree peeks pulled out the second implant when the doctor pulled back to far after deploying the implant. The second true span 12 degree peek did not deploy the first implant during a meniscal repair. The case was completed by using other like devices. There were no patient consequences but a 5-minute delay was reported. The doctor did not need to cut the meniscus to remove any implants. One device will be returned while the other was discarded by the customer. Additional information obtained on 10-04-2017: there was no difficulty in aligning instruments required for insertion prior to use. Excessive force was not needed to insert the device. Additional information obtained on 11-07-2017: the first implant from the first truespan was left in the patient and the doctor only cut the sutures. For the first truespan where the second implant could not be deployed, the trigger was fully released. The doctor likely pulled too far back from his initial deployment during positioning of the second implant causing the second implant to move forward. Probe was not used for tensioning the suture.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
The sales rep reported via phone that his true span 12 degree peeks pulled out the second implant when the doctor pulled back to far after deploying the implant. The second true span 12 degree peek did not deploy the first implant during a meniscal repair. The case was completed by using other like devices. There were no patient consequences but a 5-minute delay was reported. The doctor did not need to cut the meniscus to remove any implants. One device will be returned while the other was discarded by the customer. The first implant from the first truespan was left in the patient and the doctor only cut the sutures. The sales rep also stated that the device was put in the mail 10-02-2017 to be returned. Only one device is being returned. When was the issue detected during the case. Was there a resulting surgical delay - how long? Yes, 5 minutes. Was the procedure able to be completed? Yes. Were alternatives readily available? Yes. Any patient impact? No. Was there any difficulty aligning instruments required for insertion prior to use? No. Was excessive force needed to insert the device? No.